Event description:
It was reported that this patient is expected to undergo a revision procedure for unspecified reasons. No patient complications were reported. Additional information was received indicating the patient complained the inflatable penile prosthesis (ipp) exhibited decreased rigidity since its implant approximately 7 years earlier; the physician suspected a fluid leak. Further information was received indicating the patient underwent a surgical procedure during which time the implanted ipp was reviewed and functioning normally per the physician. The remaining fluid in the reservoir was withdrawn and replaced with 55 cc of normal saline; no device components were removed or replaced. There were no patient complications.